Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a food bolus and inadvertently entered more grams than what she intended to enter. Subsequently, customer "over-bolused". Blood glucose was 74 mg/dl. Candy/juice were consumed to address bg. Troubleshooting with tandem technical support found no device issue. Upon follow-up, bg was 190 mg/dl.